Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient serious injury nor complications were reported.